Manufacturer narrative:
This complaint is still under investigation.

Manufacturer narrative:
Examination of reported devices was not possible as they were not returned. Reason for revision was not provided. Further information regarding this report was not made available to customer quality. The initial reporting indicates depuy's inability to obtain the patient's medical records and x-rays or details regarding the availability of the explanted product(s) relating to both the original implant and revision procedures. The investigation can draw no conclusion with the information provided. Based on the inability to determine root cause, the need for corrective action has not been indicated. Depuy considers the investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened.

Event description:
Pinnacle mom revision. Reason not provided.

Manufacturer narrative:
Depuy considers the investigation closed at this time. Should the additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Pinnacle mom revision. Reason not provided. Right hip revision. Implanted 2007, revised 2011. (See com (B)(4) for left hip revision) the reported event has been evaluated and will be monitored. Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.